Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative sars-cov-2 igg ii quant result generated on the architect i2000sr processing module for one sample. The following data was provided: (B)(6) 2021 sid (B)(4) initial result = 3.1 au/ml, repeat = 4.7 au/ml. Additional laboratory data was provided: (B)(6) 2021 sars-cov-2 igg = 0.02 s/c, (B)(6) 2021 sars-cov-2 igm = 0.02 index. The patient had a confirmed covid infection with pcr positive for over 30 days. The neutralizing antibodies test was positive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false negative sars-cov-2 igg ii quant results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 25345fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 25345fn00 did not show any potential non-conformances, or deviations associated with the complaint issue. Labeling was reviewed which adequately address the issue under review. In this case, no specific patient history was provided for the patient. The patient sample was negative for igm, igg and igg ii. Per the igg ii product labeling, the assay sensitivity within the 95% confidence level is 96.50, 99.97. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. To assess the clinical performance of the assay, a study was performed to estimate the positive percent agreement (ppa) between the sars-cov-2 igg ii quant assay and the polymerase chain reaction (pcr) comparator. 458 retrospective frozen serum and plasma specimens, collected at different times, were purchased from medical institutions, from a total of 142 subjects whose respiratory samples tested positive for sars-cov-2 by a pcr method and who also presented with covid-19 symptoms. The study data is presented both including and excluding immunocompromised specimens. The specimen cohort assessed in these studies consisted of nineteen (19) specimens from 7 immunocompromised patients. When the results from these specimens were excluded from the assessment, the ppa at = 15 days post-symptom onset is 99.37% (95 % ci 96.50, 99.97). However, when the immunocompromised specimens were included in the assessment, the observed ppa at = 15 days post-symptom onset was 97.02% (95% ci: 93.22, 98.72). Results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Emerging literature on sars cov-2 serology indicates that antibody responses to the virus decline over time. In some cases, this transient response results in the decline of both igg and neutralizing antibody titers. It remains unknown for how long antibodies persist following infection and if the presence of antibodies is indicative of protective immunity, seow et al, ¿https://doi.org/10.1101/2020.07.09.20148429¿, and ou et al, ¿https://doi.org/10.1101/2020.05.22.20102525¿. The study, quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. Based on the investigation architect sars-cov-2 igg ii quant reagent lot 25345fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg ii quant reagent was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.